Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following an MRI exam, the device went into back-up mode (bvvi). During bvvi, high voltage therapy was unavailable. The device was reprogrammed to restore proper settings and the event was resolved. The patient was in stable condition.